Manufacturer narrative:
Information contained in this report was previously submitted through asr on 23-oct-2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and patient "wanted smaller implants".

Event description:
Health professional reported a left side rupture. Device has been explanted.